Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable alb2 albumin gen.2 results for 1 patient tested on a cobas integra 400 plus. The initial alb2 result was 30 g/l on the 400 plus. On (B)(6) 2019 the alb2 result was 41.0 g/l and the repeat result was 29.2 g/l on the 400 plus. On an unknown date, the repeat result on a cobas 6000 c (501) module was 29.9 g/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The qc was within specifications prior to and after the event. Based on the available data, a general reagent and instrument issue could be excluded. The event is consistent with a pre-analytic or sample probe cleanliness since only one patient result was affected. The investigation did not identify a product problem. The cause of the event could not be determined.